Event description:
Covidien received information that during setup the ventilator needed to be restarted 3 to 4 times to get past a frozen startup screen. There was no patient involvement.

Manufacturer narrative:
(B)(4).the investigation of the returned ventilator could not duplicate the reported complaint. However, they found the ventilator touch screen was unresponsive after startup was complete. The single board computer was replaced to resolve the issue. Then they performed calibrations and tests. The unit was run for a 24 hours and received no errors. The unit passed all tests.